Event description:
Hillrom received a report from a hillrom technician stating the bed would run up unintentionally when plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the right outer siderail head and foot buttons are not releasing; need to replace the right side caregiver buttons to resolve the issue. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly a search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right side caregiver buttons to resolve the issue. Based on this information, no further action is required.